Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 323-350 mg/dl. Pump supplies were changed and a correction bolus was delivered. As the customer did not know how much insulin was delivered prior to the occlusion alarm, the correction bolus was too large and bg lowered to 40 mg/dl. Glucose was consumed to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.